Event description:
It was reported that during a procedure using a speedlock hip anchor, the device kept jamming and surgeon was unable to dial in the suture. This deficiency resulted in a surgical delay of approximately an hour. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: it is possible that the implant was driven too far into the bone hole therefore causing the implant to crush and break. The instructions for use outlines warnings and precautionary measures when using the device such as ¿the anchor bone hole must be drilled at least to the point that the proximal edge of the depth mark on the drill is subcortical. Failure to do so may result in a bone hole that is too shallow or too deep and may compromise device integrity.¿ and ¿do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant.¿ there are no indications to suggest the device did not meet product specifications upon release into distribution.